Manufacturer narrative:
Procode: nio stent, iliac. Product code: qan.

Event description:
According to the initial reporter "an incident occurred after deploying a zilver vena 16x60 g57447. After deploying the stent which landed exactly where it was intended in the common iliac vein, the stent was post dilated with a boston scientific xxl 16x40 balloon. After inflation of the balloon, the balloon was deflated and pulled out. It was then observed under fluoro that the zilver vena had moved a full stent¿s length against the venous blood flow and ended up in the external iliac vein. It is my assumption that the balloon was not fully deflated and must have gotten caught on the stent and pulled it back. The doctor opened another zilver vena (16x100) and placed it in the intended area of stenosis in the common iliac vein with overlap to the first stent. Sizing of the original stent was based on ivus. We used ivus after placing the second stent and everything looked good. No additional procedures were needed and no replacement stent is needed. The assessment is that the stent moved as a result of the another manufacturer's balloon not being fully deflated and not as a result of a problem with the stent although there is no way to confirm that theory. I have four images of the case that I will send in subsequent emails. Nothing broke off, nothing ended somewhere harmful to the patient and no follow up is needed with the account. No product is available for return.